Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case fell, causing infusion sets to be pulled out. The customer's blood glucose reached 195 mg/dl. Reportedly, a new infusion set was applied and insulin delivery was resumed.